Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy, the surgeon could not use the handswitch and the footswitch was used to complete the case. There were no adverse consequences to the pt.